Event description:
Further information indicated post-paced t-wave oversensing episodes. The device was reprogrammed. The patient is stable.

Event description:
Abbott technical service was contacted again as a merlin@home transmission showed non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The device was reprogrammed. The patient is stable.

Manufacturer narrative:
UDI number: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported oversensing could not be conclusively determined.

Event description:
A merlin@home transmission showed episodes of non-sustained right ventricle oversensing due to post-paced t-wave oversensing. The device was reprogrammed and the issue resolved with no adverse consequences to the patient.